Manufacturer narrative:
On (B)(6) 2019 at (B)(6) it was reported a patient fell off the table due to center of mass not centered over table (cat-880b hybrid table) and that the patient suffered a hematoma on their head. Follow up information was received on 6/18/2019. It was confirmed that the patient did not fall during being transferred to the table. Staff was present and no movement or rotation of the table was witnessed during the fall. It was reported this patient had preexisting intracranial bleed, in which the fall worsened patient condition. Additionally, follow up information on 6/25/2019 was received stating that the staff was unsure if the patient moved or shifted to cause the fall. Based on the results found from the device systems log, there was no movement with the cat-880b hybrid table and the tabletop was not tilted when the patient fell from table. No error for the device operation was found. It was decided that the table operated normally at the time of the event. No problem could be found and it is assumed that the patient falling was caused by the patient's movement. It was concluded that this event is caused by customer operation handling.

Event description:
Patient fell off table due to center of mass not centered over table. Suffered hemotoma on head.